Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the narcotic pocket was not opening due to a medication jam. The field service engineer (fse) removed the pocket in the hardware test application while the customer removed and counted the narcotics. The medication was then unloaded and temporarily loaded into another pocket until the original could be replaced by the customer. Then, the fse recovered the failed cubie and drawer successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer jammed pocket. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.